Event description:
The hosp reported that during the endoscopic vein harvesting procedure, the physician's assistant "p.a" was harvesting the vein on the thigh and hemopro device worked fine. When the p.a went down to the lower leg, the hemopro would not heat up. The or staff checked the connection then checked the power and everything seemed fine; however, device would not work. A replacement device was used to complete the procedure. There was no pt effect reported.

Manufacturer narrative:
The device has not been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4).